Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgery center reported that during hydrodissection the surgeon placed an ahokomoshi cannula in the 6-7 o''clock position to hydrodissect and a tear immediately occurred at the 4:30 position at the sextant line and tore past the equator. An unplanned vitrectomy was performed. The surgeon could not place a multifocal lens as originally planned and had to use a 3-piece lens to complete the case.